Event description:
Additional information: the motor stall recovered within one and a half hours of the MRI. There were no symptoms related to the motor stall. The patient was not hospitalized and no replacement was done.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a confirmed motor stall was noted in the event logs with no motor stall recovery recorded. The motor stall was caused by the patient having a magnetic resonance imaging (MRI) study, which was being done due to the patient's multiple sclerosis and other medical issues not related to the pump. The pump was being used to deliver lioresal (baclofen). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8731 lot# serial# (B)(4), implanted: 2006 (B)(6), product type catheter product ID: 8590-1 lot# n060037, implanted: 2006 (B)(6), product type accessory. (B)(4).